Event description:
The recipient reportedly experienced redness at the implant site due to device migration. On (B)(6) 2018, the recipient underwent repositioning surgery.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly resumed device use. This is the final report.